Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient developed low blood pressure 3 hours after the index procedure. The blood pressure was reported as 74/40.

Manufacturer narrative:
Device evaluated by manufacturer: product analysis is not applicable because the product was not returned for evaluation. A review of the batch history was not possible as the upn and lot numbers are unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as 2134265-2010-04777. It was reported that following a carotid artery stenting treatment procedure the patient experienced low blood pressure. The lesion being treated was located in the right common and internal carotid artery. The physician advanced the filterwire ez to the lesion and implanted the carotid wallstent. Following the procedure the patient developed low blood pressure. Pre-procedure blood pressure was 140/80, post-procedure blood pressure was 92/46. The physician treated the event with medication, atropine sulfate. The event resolved. In the opinion of the physician this event was caused by carotid sinus reflux due to stent implant.